Manufacturer narrative:
Event date only valid for month and year ((B)(6) 2017).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger belt was broken. The patient further reported their ins was not providing stimulation and the could not get it to work. The patient did not have a patient programmer and was never given one. The patient checked their ins with their recharger and it showed a low ins battery. The patient got all of the coupling bars and it showed the ins was below 25% charged, but the patient stated they could not charge because the belt was broken. No further complications were reported or anticipated.